Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary right l5-s1 spinal root decompression. On event date the pt presented with right groin pain. The investigation noted the event as moderate in intensity. The pt was prescribed vioxx for muscle discomfort along with an exercise program and referred to a gyn. For further follow-up. It was last reported continuing with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator did not specify a possible cause for the event.